Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a purity/yield issue that was determined after the patient product was run. There is no information of any patient adverse outcomes at this time. It is currently unknown if they were able to run enough product to obtain an adequate dosage for the patient and if the engraftment was successful. As in all cases of purity/yield issues there is the potential of the loss of cells. This puts the patient at greater risk and facing possible additional procedures to collect more cells. As such, the malfunction could potentially cause or contribute to an event if it were to reoccur. An attempt should be made, if possible, to obtain the patient outcome. (B)(6). Further investigation is ongoing. Upon completion of the investigation a follow-up report will be submitted.

Event description:
Customer called to report a 25% recovery off the device. She reported that she knew why the recovery was low.